Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead exhibited chronic noise. It was decided in the past that the lead would be explanted and replaced if noise was seen again. Due to reoccurrence of noise, the lead was planned to be replaced during normal device upgrade. During the procedure, lead dislodgement was discovered. It was theorized that the noise could have been caused by dislodgement; however, due to compatibility with a new device, the lead was explanted and replaced. The patient was stable after the procedure.